Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - approximately 33 months after implant impedances on this lv lead had risen to greater than 3000 ohms. In (B)(6) 2016 the device was reprogrammed and it was decided to monitor the lead and patient. The lead was then explanted on (B)(6) 2017.